Event description:
During technical support call it was reported that the patient had a large drain. Analysis of the data showed that the drain volume is 191% of the fill volume, which does exceed the overfill criteria. Per patient's peritoneal dialysis nurse, the patient is fine, had no adverse effects and the patient did not require any medical intervention.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided by the pt. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. The peritoneal dialysis cycler is anticipated and upon completion of the plant investigation a supplemental report will be submitted.